Event description:
A customer in the united states notified biomérieux of discrepant results associated with vitek® 2 gp test kit (reference (B)(4)). The customer reported getting an internal system error (no number) and the misidentification of enteroccus hirae as enterococcus gallinarum. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A us customer notified biomérieux of discrepant results associated with vitek 2 gp test kit (reference 21342). The customer reported getting an internal system error (no number) and the misidentification of enteroccus hirae as enterococcus gallinarum. An internal biomérieux investigation was performed. The customer reported setting up the strain from blood agar plates that had been incubated for 24-30 hrs. Saline ph and inoculum were in the expected range. No other set up information was provided. A fresh strain had been ordered from atcc and microbiologics, but both sources of the strain gave the misidentification. The customer's strain and raw data was not available for the investigation. Four (4) lab reports were submitted, all showing an excellent identification of e. Gallinarum with two (2) atypical positive reactions (leua, alaa) for an identification of e. Hirae according to the gp knowledge base. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non recommended media or other user set up errors, or an atypical strain. However, without the strain or raw data it is not possible to further evaluate the cause of the misidentification. Note: e. Hirae atcc 10541 is not a qc strain for the viitek 2 gp card. Vitek 2 gp test kit lot #2420248203 met final qc release criteria and passed qc performance testing.